Event description:
It was reported the er320 was during a laparoscopic cholecystectomy. It was reported the device was first opened and cycled by scrub nurse then given to the surgeon. The surgeon fired several clips and did not feel the device fired correctly and the clips did not close completely. Another er320 was opened and the same thing happened. The case was completed with the device. There was no consequence to the patient.